Event description:
It was discovered in a literature review by medtronic neurosurgery that a strata valve had allegedly malfunctioned.

Manufacturer narrative:
The report came from the literature article titled, "analysis of the risk of shunt failure or infection related to cerebrospinal fluid cell count, protein level, and glucose levels in low-birth-weight, premature infants with posthemorrhagic hydrocephalus," published in the journal of neurosurgery: pediatrics 7 (2011) 147-151. Contact with the corresponding author has been unsuccessful in yielding additional info. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The product was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records was also not possible, as a lot number was not provided. All valves are 100% tested at the time of MFR.